Manufacturer narrative:
It was reported that the ventilator alarmed for high positive end expiratory pressure (peep). The customer encountered high peep alarms and said ventilation stopped. Our field service engineer could not reproduce the problem. The ventilator was returned to the customer after passed tests. No parts were replaced and no further issues have been reported. The received text dump device log essentially contains alarms for high airway pressure on february 13, 2020 the reported date of event, although other clinical alarms do also occur. Three pre-use checks passed the day before the event. There are no technical errors in the device logs which dates back to february 05. The device logs indicate mainly high pressure but also leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages and leakage, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion is that several clinical alarms mainly indicating high pressure were found in the device logs, but there is nothing in the logs that suggests that the experienced problems were caused by a ventilator malfunction.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no harm. Manufacturer ref.#: (B)(4).